Manufacturer narrative:
A review of the manufacturing documentation for the gevia dbs MRI ipg model db-1200 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was admitted due to severe adjustment disorder. It was assessed that the adjustment disorder existed due to reduction of the dopaminergic medication. Psychiatric medication was not indicated. Additionally, during admission the patient complained of subjective pressure sensation initially inside the right chest and eventually on both sides. A cardiac or pulmonary origin did not exist clinically, or at the laboratory examination; therefore, it was assumed to be muscular in origin. Patient mood during admission was unstable and he stated diffuse pain frequently, which upset him strongly and made the communication difficult regarding the target symptoms of the deep brain stimulation. The patient increasingly demanded medication in order to decrease diffuse symptoms such as chest pain, headaches or a dizziness inside the head and was often found in a hyperkinetic state after medication. The patient underwent counseling and stimulation was adjusted; and mood and mobility improved. The patient was discharged with the event reported as not resolved. Physician assessed the event as probably related to procedure and stimulation, and unlikely related to the device hardware. No further information has been reported regarding current patient status and next course of action.